Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. Upon conclusion of the investigation, the cause of the iipv event was determined to be user error, tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014, at 01:52:36. During night drain cycle six, the patient's ultrafiltration reading was 2246ml, indicating the home patient drained 1246ml more than their maximum programmed fill volume of 2000ml. No further information was available.